Manufacturer narrative:
Product complaint # (B)(4). Reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges that the patient suffers from pain, swelling, inflammation, infection, and damage to surrounding bone and tissue, multiple dislocations and lack of mobility, the revision operative note indicated pain and increased metal ions. The metal ion level provided on the post-operative note was below 7ppb (cobalt 4.6). There was no mention of infection or dislocations. In addition to what were previously alleged, ppf alleges pulmonary embolism, metal wear and metallosis. After review of medical records, patient was revised to address painful left hip replacement with elevated cobalt and chromium levels. During surgery, they noted a clear yellowish fluid from the joint with an erosion. There was also a whitish exudative material seen between the liner and the acetabular component. A blackish rim adjacent to the femoral neck attached to the femoral neck deep beneath the femoral head was seen as well. No laboratory results provided for cobalt chromium. Doi: (B)(6) 2008; dor: (B)(6) 2012; (left hip)

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint # (B)(4). Investigation summary - no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot == null. Device history batch ==> null. Device history review ==> null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.